Event description:
"The patient was doing well and had been released to leave the hospital when he began to feel some left sided weakness. They then re-admitted him for spinal cord ischemia and bumped up his pressure there on the spot. When the pressure was dramatically raised the patient had a rtad and subsequently died from this. The cts that implanted the grafts stayed up all throughout the evening of the 8th and into the morning of the 9th trying to save the patient but the patient expired on the morning of the 9th." Patient outcome: "pt died from a rtad". Email received on 08/12/2019 from (B)(6), terumo aortic endovascular consultant, "no autopsy no. Physician believes we had a great result. The rtad was unrelated to the graft."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00063. Device 2 is being reported under MDR 2247858-2019-00064.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00063. Device 2 is being reported under MDR.

Event description:
"The patient was doing well and had been released to leave the hospital when he began to feel some left sided weakness. They then re-admitted him for spinal cord ischemia and bumped up his pressure there on the spot. When the pressure was dramatically raised the patient had a rtad and subsequently died from this. The cts that implanted the grafts stayed up all throughout the evening of the 8th and into the morning of the 9th trying to save the patient but the patient expired on the morning of the 9th." Patient outcome: "pt died from a rtad".